Event description:
When tried to break tape sealing wrap around basin, it tore drape and put a hole in the wrap. Had to open a new basin.

Event description:
Add'l info rec'd from MFR 12/10/03: acs has reviewed report number mw1029712 and mw1029785. MFR has performed risk assessments, reviewed with the customer and has determined no further action is required at this time, but MFR will continue to monitor the situation. Product has been replaced to the customer.